Manufacturer narrative:
H3, h6: the associated packaging was returned and evaluated. The visual inspection revealed the sterile packaging is open on one side. A review made by the quality engineering team revealed that the returned complaint device's packaging seal is damaged based on visual inspection. This device is subjected to multiple visual and dimensional inspection during processing, and this type of damage has a high likelihood of detection during these inspections. Additionally, this is the only complaint for this batch, which was manufactured in 2015 and has a high likelihood of having additional parts from the batch being used in surgery. Based on the assessment, the defect occurred in-transit and is not related to a manufacturing defect. Seal for the inner pouch was ruptured on the side. The location is on the left-side of the pouch when looking down on the part. This location is not where heat seal takes place in production and does not indicate a manufacturing discrepancy. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence, the component should be placed in the inner pouch with the bottom side facing the clear plastic. The inner pouch should be sealed, the label attached to the tyvek side of the outer pouch. The inner pouch should be placed into outer pouch and the outer pouch should be sealed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include damage during shipping or mishandling. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The packaging was not returned for evaluation; therefore, a packaging analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence, the component should be placed in the inner pouch with the bottom side facing the polyethylene (clear). The inner pouch should be sealed, the label attached to the tyvek side of the outer pouch. The inner pouch should be placed into outer pouch and the outer pouch should be sealed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include damage during shipping or mishandling. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a tka surgery, when the package of a lgn cr high flex xlpe sz 7-8 10mm was opened, it was found that the inner pouch was already opened partially. Surgery was resumed, without any delay, with a s+n back-up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).